Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation but was returned to olympus europa se & co. Kg (oekg). The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility on (B)(6) 2021, following microbes were detected from the sample collected from the subject device. Instrument channel: klebsiella pneumoniae and enterobacter cloacae (total is between 5 cfu and 25 cfu.) Suction channel: klebsiella pneumoniae and enterobacter cloacae (total is between 5 cfu and 25 cfu.) The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope serie4, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the all channels of the device tested positive for coagulase-nagative staphyloccocci (2 cfu/endoscope). The testing result cleared the french guideline. In addition, as a result of the evaluation by (B)(4), the following was confirmed. The adhesive of the bending section rubber was worn. The endoscope cover was worn. The universal code was wrinkled. Olympus medical systems corp. (Omsc) checked the reprocessing method provided by the user facility, but did not obtain valid information. Omsc confirmed the result of the device evaluation, but could not identify any defects that could affect the occurrence of the reported event. Similar events have occurred in the past at the user facility. The instruction manual states the possibility of infection by insufficient reprocessing. The exact cause of the reported event could not be conclusively determined. However, based on the following investigation result, omsc determined that the reported event was less relevant to the device. As a result of microbiological testing after reprocessing by the user facility, klebsiella pneumoniae and enterobacter cloacae were detected in the channel. However, as a result of microbiological testing after reprocessing according to the instruction manual by (B)(4), the same bacteria were not detected from the channel. According to the evaluation result of the device, no abnormality was found in the channel. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.